Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pa5382 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent abdominoplasty on (B)(6) 2019 and barbed suture was used. The suture broke in the middle of the strand, while suturing. A second like suture was used to complete the procedure. There were no adverse patient consequences reported.